Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that insulin pump alarm low batter alert lest than 1 week. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test and off no power tests. No unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.